Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported large needle driver (lnd). Review of the provided images notes that they both appear to show a bipolar maryland forceps (bmf) and a monopolar curved shears (mcs). Neither of the images show the reported lnd. The first image shows a bmf and mcs which both appear to be active or in use, and multiple messages are displayed on the operating room team interface (orti) monitor: ¿arm 1: last use of the instrument. Discard at the end of the procedure¿, ¿arm 1: warning: arm error¿, ¿endoscope detected. Press adjust to set the white balance¿ and ¿arm 2: last use of the sterile interface module. Discard at the end of the procedure¿. The second image shows a bmf and mcs, both with their jaws open and appearing to be active or in use, along with alarm messages displayed on the orti monitor: ¿arm 4: caution: instrument removal failure. Remove the instrument and the trocar simultaneously and check that they are not damaged. Press ignore to confirm¿, ¿arm 4: instrument expired. Detach the instrument and replace it¿, ¿arm 4: danger: instrument error. Remove normally. If removal fails, remove the instrument and the trocar simultaneously. Replace the instrument to resume the procedure¿, ¿arm 2: bipolar energy activated¿ and ¿surgeon head tracking: disengaged. Look at the 3d display to regain control¿. Further evaluation of the reported large needle driver is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic prostatectomy while draping, the tilt on the arm cart (sn (B)(6)) had been mistakenly set to -30 when it should have been set to +30. This was changed during docking, which caused the arm to throw a yellow low-priority alarm twice while adjusting the tilt. During the surgery while performing prostate dissection, the surgeon rapidly opened and closed the jaws of the large needle driver (lnd), which triggered a high-priority alarm stating there was an instrument error. The instrument could not be controlled by the bedside or through tele-operation, so it was removed as a broken instrument. It was later reinserted and used for the remainder of the procedure. Additionally, arm 3 (sn (B)(6)) produced a high-priority alarm. It was possible the contact sensors were pressed while the bedside assistant was reaching for the lnd on arm 2. The arm lights and endoscope symbol on the screens turned red, the alarm lasted for roughly 5 seconds, and then dismissed itself. Additionally, while using the bipolar maryland forceps (bmf), the surgeon commented that the bmf was not closing well, but it was unknown if this was caused by eschar buildup or the instrument being on its last use. Both instruments were discarded after the case. There was no patient injury.